Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented in clinic for a routine follow-up. Increased capture threshold and noise artifact were observed in non-sustained rv oversensing episodes. Noise was not reproducible. The device remains implanted. Patient was doing well and will continue to be monitored remotely.